Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the device was scrapped due to the recharge antenna failure of the poor recharge quality message and after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was charging the stimulator and the recharger paddle became hot. It was confirmed the paddle did not burn or injure the patient. It was also noted that the battery pack appeared as if it became hot and burnt as well. The controller became warm but seemed as though it was not damaged. The battery pack broke apart and the whole thing fell apart. It was confirmed all events occurred that morning. A new battery and recharger was requested. No symptoms were reported. (B)(6) 2021 pt called back reporting that they received their replacement battery pack, rtm and controller. Pt was inquiring about pairing the replacement controller to their ins. Pt also stated that their implant battery needs recharging. Ps instructed pt to charge their controller fully and then charge their ins.